Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 3.5x38mm esprit btk device was being advanced to the target lesion; however, the scaffold separated from the wire [dislodged]. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.